Event description:
During evaluation of a returned homechoice device, a high drain 104 (night drain #4) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 06:21:49. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased high drain alarm was identified. Upon conclusion of the investigation, the cause of this issue was determined to be undetermined. Should additional relevant information become available, a supplemental report will be submitted.